Event description:
Dealer reported that the joystick on a m51pr power chair will work intermittently, the buttons do not always respond. The end user has to unplug and replug the joystick cable to get it to respond.